Event description:
It was reported that insulin was leaking from the reservoir into the reservoir compartment and the piston of the insulin pump got wet. The customer's blood glucose was 600mg/dl the day before and 488mg/dl at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.